Event description:
It was reported that the patient received inappropriate therapy. Stored egms showed double counting, decreased sensing, and increased capture thresholds. X-ray confirmed dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.